Event description:
Following a femoral angiogram, the physician attempted deployment of the 6f angio-seal device. However, during the confirmation step the physician pulled back only on the tensioner cap. The physician proceeded to readvance the device but met resistance and the pt experienced considerable pain. The physician notified the vascular surgeon and the pt was transported to the or with the insertion sheath and the insertion carrier tube remaining in the femoral tissue tract. The vascular surgeon confirmed that the anchor was in the correct location. The angio-seal device was removed and the surgeon performed a saphanous patch graft. The pt was transferred to recovery uneventful, however as of 2000 remains as an inpatient unrelated to angio-seal but directly related to original diagnosis.